Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Event description:
A customer reported getting readings on their xtra meter that they perceived as erratic. On (B)(6) 2011 the customer received a reading of 55 mg/dl at 5:30 am; 451 mg/dl at 11:20 am and self-treated with 4 units of novolog; then at 4:44 pm they obtained a reading of 99 mg/dl, took 6 units of lantus and ate a full meal and piece of candy. The customer further reported at 10:30 pm he was "hollering and screaming" and subsequently lost consciousness. The paramedics were called and upon arrival received a reading of 21 mg/dl on unknown type of meter. The customer was reportedly started on intravenous infusion containing 0.9% nacl to counteract the event. The customer was not transported to a local health care facility. There was no report of death or permanent impairment associated with this medical event.